Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seal intact, and both plunger cases cracked. A review of the event history log identified force sensor test error in the history. Functional testing was performed using the power up process and verified the reported problem. The force sensor was unable to be calibrated. The root cause of the problem was a combination of a worn force sensor and plunger cable. The wear was regarded as normal wear since the pump was over 13 years old. To resolve the problem, the force sensor and plunger cable were replaced. D4 (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol b10009704.

Event description:
It was reported that a force sensor error occurred. No patient injury was reported.